Event description:
Biomet (B)(4) received preliminary clinical data from (B)(6), regarding revision procedures that occurred. It was reported that patient underwent left resurfacing hip arthroplasty on (B)(6) 2007. Subsequently, a revision procedure was performed on (B)(6) 2010 due to pseudotumor.

Manufacturer narrative:
Third party analysis was conducted and found the implanted hip stem was in 2 degrees of valgus. There was spot welding in zones 4 and 6. Due to the insufficient data it is not possible to confirm the existence of the reported pseudo tumor and its cause which led to the reported revision surgery. A review of the manufacturing history records confirms no abnormalities or deviations reported. Biomet orthopedics received preliminary clinical data from (B)(6) regarding patients enrolled in a clinical study and submitted medwatch numbers 1825034-2012-00539 and 3002806535-2012-00103 as a result. This medwatch is being submitted due to receipt of patient specific event information. Should further information become available, follow-up report(s) will be submitted to the FDA. This report is number 1 of 2 mdrs filed for the same event (reference 3002806535-2015-00144 / 00145).